Event description:
It was reported that during the implant procedure, the physician had difficulty 'freeing up' enough pace/sense (p/s) portion of the right ventricular (rv) lead to fully insert into header of new device. The physician inserted as much as was available and tightened the set-screw, however, telemetry revealed noisy electrocardiogram (egm), high impedance and on pulling on the lead it came out of the header. Maneuver was repeated and same issue was experienced, so second new device was opened. The same issue was experienced with the second device, so physician elected to place new p/s lead. The high voltage 'b' portion remains in use. This was performed without issue and all measurements were within expected ranges. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).